Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was running high. Customer's blood glucose level was over 500 mg/dl. The customer treated his blood glucose level with a bolus using the insulin pump. The customer experienced low blood glucose levels as well. He compensated with food and glucose tablets. The infusion set was bent at a small angle. The customer bled when he inserted the sensor. The high pressure test passed. The device was not returned.